Event description:
The customer reported during monitoring the colors on the screen came over the display as waves over the entire screen.

Manufacturer narrative:
(B)(4). The customer reported during monitoring the colors on the screen came over the display as waves over the entire screen. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.